Event description:
It was reported that the urine would not drain independently into the drain bag and collected in the tubing at the top of the bag. It was reported that the tubing had to be manipulated extensively to drain. The drain bag tubing was allegedly manipulated for 5 minutes and got 600cc out. Allegedly, the drain bag was then emptied and, 2 hours later, there was nothing in the bag. It was reported that the drain bag tubing was again manipulated, and got around 200cc out. The drain bag was used with a foley catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine would not drain independently into the drain bag and collected in the tubing at the top of the bag. It was reported that the tubing had to be manipulated extensively to drain. The drain bag tubing was allegedly manipulated for 5 minutes and got 600cc out. Allegedly, the drain bag was then emptied and, 2 hours later, there was nothing in the bag. It was reported that the drain bag tubing was again manipulated, and got around 200cc out. The drain bag was used with a foley catheter.